Manufacturer narrative:
The performance of the products under complaint were scrutinized. The analysis of the ventricular lead demonstrated a damaged insulation at a distance of some 12 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical force as the result of clavicular - first rib entrapment. Additional damages such as the cuttings in the insulation and the deformation of the conductor coils resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Additional information: te date of manufacturing and evaluation codes will be reported as soon as they are reported to biotronik.

Event description:
This pt expired on (B)(6) 2011 due to "exsanguination from the proximal portion of the severely atherosclerotic descending aorta into the right pleural cavity." An autopsy was performed the following day, at which time the device was explanted. As routine procedure, and analysis had been requested to confirm correct device functionality. Based on the analysis results supplied to us on (B)(6), 2011, it was determined that this meets our FDA reporting criteria.